Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture and was successfully repositioned due to dislodgement. No adverse patient effects were reported due to the dislodgement or lead revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.